Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended dried blood/tissue was present around the helix resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this product, the doctor give more than 45 turns to the helix without clear visibility. The lead was not used and returned for analysis. No resulting adverse patient effects were reported.